Event description:
The customer stated that she tested her blood glucose and received readings of 60 and 65 mg/dl using her breeze meter. She retested using her husband's contour and received readings between 135-170 mg/dl. The difference between some of the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. A new breeze2 meter kit was sent to the customer.